Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a cubie pocket duplicate address was detected. A field service engineer (fse) replaced the broken retractor band and ran the hardware test application (hta). Drawer six appeared to have an intermittent flat flex cable, which the fse cleaned and reseated. The hta was run again, and all connectors were checked. Debris was removed, and the customer was able to recover the system successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es displayed a 'duplicate address detected' error at the station. The customer reported that they had used an alternative station to obtain the medications and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.